Manufacturer narrative:
The reported sample was not available, but a picture was received, no face mask was attached to resuscitator. The reported failure can be verified. During manufacturing of spur ii, there are two processes that can detect missing face mask. First process, in accordance with packaging procedures, one operator needs to attach face mask to the swirl connector. Then, the product will undergo packing and pouch sealing process. If a face mask is not assembled on the resuscitator, the operator of next process can easily detect it. Second process, every spur ii kit undergoes 100% weighing, if face mask is missing, the weight of this kit will exceed the set tolerance, triggering a red-light alarm and a buzzer alarm. Then the operator needs to check if the quantities of accessories are correct. After packaging, the fqcs conduct sample inspection for each lot. We have reviewed all relevant production records and qc inspection records, no abnormality was found. The customer reported when they found device, the face mask was missing, the carrying bag was sealed. Based on above analysis, the causes of this failure might be that the face mask was omitted during packaging. But due to limited information the root cause is unknown. This failure has been defined in product risk file. In the IFU, it also states to inspect the accessories prior to use. It is easily detected before use. In this complaint, no patient was involved. A corrective action is already on-going to improve the issue and keep monitoring the issue.

Event description:
An ambu spur ii was identified as defective supply. The product should be supplied with mask for bagging patients. Facemask was not included, this supply did not reach a patient, this is the second time this has occurred.